Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the insulin pump was not working properly. Customer's blood glucose level was 512 mg/dl. The customer corrected her blood glucose level with syringes and changed the insulin vial. The high pressure test passed. The device was not returned.